Event description:
The user of an xt-2000iv automated hematology analyzer (for veterinary use only), serial number (B)(4), reported to the technical assistance center on (B)(6) 2012 that the cap piercer was piercing through the side of the small sampling tubes and breaking the glass of the tubes after they had repacked the cap piercer because it was bent. There was no injury or death reported with this event. The cap piercer unit in the xt-2000iv analyzer is the same one used in the xt-2000i hematology analyzer which is intended for human use. The xt-2000iv analyzer is intended to be used for in vitro diagnostic use in screening veterinary populations for research purposed only, not for diagnosis or medical care. The xt-2000iv utilizes software to make it specific for veterinary use only.

Manufacturer narrative:
A field service rep (fsr) went to the customer's location to evaluate the analyzer. The analyzer had already been cleaned of broken glass and blood before the fsr's arrival. The customer had installed a new hand clipper and cap piercer since the fsr's last visit to the site. The fsr adjusted the alignment of the cap piercer unit and made a slight adjustment to the hand clipper. Forty sample tubes were run and verified that the piercer was properly aligned. It is unk whether the animal specimens involved in the incident were infectious. The sysmex operator's manual - general info, cautions an operator- "do not spill blood samples or reagents onto the xt-2000iv/xt-1800iv. Also take care not to allow any objects to fall into the xt-2000iv/xt-1800iv. This could cause a short-circuit."